Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted implant. The field representative reported this ICD was not successfully implanted because the locking mechanism on the header was not working properly. In addition, the set screw would not connect to the right ventricular lead. Another ICD was attempted using a lead extender and was successful. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.